Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor error and insulin squirting out. The customer states error occurred while performing manual prime, but they were disconnected. The customer also mentioned the insulin pump was not exposed to moisture or dropped and the drive support cap was not damaged. The customer's blood glucose level was 5.4 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed noted during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test and occlusion test due to prime alarm. The insulin pump was received unit with slight moisture damage found on motor assembly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, cracked reservoir tube and missing end cap sticker.